Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient was having lots of pain around the stimulator and it burns horribly. The patient said that she went to the ER a couple of weeks ago because she couldn't stand the pain. The patient mentioned she hasn't used the therapy the last few weeks because when stim is on it makes the pain even worse. The patient mentioned that the stimulator doesn't feel hot when she lays her hand on it, but it feels like it is warm. The patient mentioned having an appointment on (B)(6) 2019 with the hcp. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient got some injections for the pain. It was reported that the patient kept the stimulation turned off due to the pain at the implant site. No further complications are anticipated.